Event description:
It was reported that the ilet pump presented an alert for consecutive stalled motor events during a supply change, and despite a restart and a dry run attempt, the pump could not proceed, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem identified in association with a failure to infuse and implicated the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.